Event description:
It was reported that patient experienced bent cannula due to insertion of cannula into insufficient subcutaneous tissue event on (B)(6) 2026. Due to the event, patient has high blood glucose level and it was addressed by correction injection via mdi. The length of infusion set was in use for less than a day.

Manufacturer narrative:
Initial 1 of 2. E1: (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.